Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump experienced failure code 812:04, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 812:04 was found in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.